Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt ill with a blood glucose (bg) level of 575 mg/dl and ketones. Contact alleged pump did not deliver insulin as intended. Reportedly, the customer delivered a bolus with the pump, set a temporary basal rate, and administered a manual injection to address bg level. Multiple follow up attempts were made to gather additional information and to complete troubleshooting, however, the customer did not respond to follow up attempts.